Event description:
Procedure: 2nd hip revision. Patient underwent corail/ asr revision (logged with (B)(6)) on (B)(6) 2014. Asr cup and head were removed and corail stem left in situ. Smith and nephew acetabular cup was implanted with a 36mm depuy head. Subsequently, patient presented with infected joint which was washed out on (B)(6) 2014 and decision was made to do a further washout with poly and head exchange on (B)(6) 2014. Patient dob (B)(6)1957. No further information available.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases identified no trend against the product/lot code or issue type for this failure mode. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.